Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt, "crawling or grabbing sensation in my chest, my heart rate is going up and fluctuating. The device in my chest is not working. My heart rate has been below 55 and I am dizzy and nauseous. The EKG at the hospital showed 223 and 207. The device was reprogrammed from 60 to 55 bpm." The device remains in use. No further patient complications have been reported as a result of this event.